Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged trace on a transformer on the analog board. The analog board was replaced to resolve the report. The board was sent to scrap. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.